Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "issue with the huber needle leaking when flushed at the c shaped piece that is used to remove the needle. The needle has to be removed and the patient re accessed."

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-01463 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-01134.

Event description:
It was reported by the customer that "issue with the huber needle leaking when flushed at the c shaped piece that is used to remove the needle. The needle has to be removed and the patient re accessed."